Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The lesion was located in circumflex (cx). The vessel was severely calcified and 90% stenosed. The physician did not pre-dilate the lesion and advanced a taxus liberte 2.50x24.0mm drug eluting stent. The stent was advancedd too far past the distal portion of the lesion so the physician began to withdraw the stent delivery system (sds) and during withdrawal the stent became stuck in the lesion and one of the struts ripped off. The stent had not been expanded. The physician finally withdrew the entire sds and successfully implanted another of the same device. There were no patient complications. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.